Event description:
The user facility reported the introducer broke during a procedure. Follow up communication with the user facility confirmed the following: (1) the introducer was used by left femoral venous access; (2) within careful withdrawal of the device, the introducer broke (net section of the distal part); (3) the residual part of the device remained under the skin; (4) surgical intervention was necessary for removal of the broken piece; and (5) the patient was not harmed.

Manufacturer narrative:
The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the sheath tube had been fractured at approximately 91mm from the distal end. The fractured piece was not returned for evaluation. Magnifying inspection of the fracture cross-section surface found some smooth portions and stretched portions on them. The sheath tube was cut vertically into a slice on the undamaged segment for further magnifying inspection of the state of the wall of the tube. The wall thickness was confirmed to be normal with no generation of deformation or unevenness. The wall thickness and inside diameter were dimensionally checked and confirmed to meet the specifications, being comparable to those of the current product sample. An evaluation of the retention sample from the reported lot/product code combination was conducted. Visual inspection did not find any anomaly. The sheath was combined with the dilator and the dilator was pushed into and pulled back in the sheath tube 5 times. No catch or resistance was perceived. Magnifying inspection did not find any anomaly, including a deformity or scratch. The wall thickness and inside diameter were dimensionally checked and confirmed to meet the specifications, being comparable to those of the current product sample. Reproductive testing was conducted. A current product sample was given a nick on the outer surface with a scalpel. Subsequently, the sample was subjected to stal segment of the tube was pinched and pulled. The tube got fractured into two pieces at the nick. Smooth portions and elongated portions were found on the fracture cross-section surfaces. The state of the fracture very similar to that of the actual sample was duplicated. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitely determined based on the available information, it is likely that the actual sample came into contact with a sharp object, such as a scalpel, and got damaged on the outer surface. In addition, it was exposed to a subsequent pulling force during withdrawal, resulting in the reported fracture. The potential for such an event is addressed in the instructions-for-use. The IFU states: (1) do not scratch the sheath with a needle point, cutting tool or other edged tools; (2) when puncturing, suturing or incising the tissue near the sheath, be careful not to damage the sheath; and (3) do not put a clamp on the sheath nor bind it with a thread. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).